Event description:
Patient has an infected right hip. The patient has a secur-fit stem and a secur-fit constrained liner in his acetabulum. The doctor has removed the hardware and replaced it with antibiotic spacers.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown constrained liner. Other devices listed in this report: cat. No.: 06-2200, c-taper cocr lfit head 22mm/0, lot code: unknown; cat. No.: 6054-1014a, primary secur-fit plus #10/14, lot code: 58282406; cat. No.: unknown, unknown 52 acetabulum cup , lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.